Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a missing / detached sensor wire on (B)(6) 2015. Upon removal of the sensor pod, patient stated that the sensor wire appeared to still be inside the applicator barrel the patient did not report any injury or medical intervention.